Event description:
It was reported the patient's implant has caused the patient a lot of pain and prosthetic joint mechanical failure. Patient is waiting on appointment for revision surgery to remove all devices.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.